Event description:
It was reported to boston scientific corporation that an endostat foot switch was used during a procedure performed on (B)(6) 2010. According to the complainant, the endostat ii electrosurgical unit was able to boot up normally and the pump worked, however, there was no output in either mode, using 3m pad in mono polar and gold probe in bipolar mode. The endostat foot switch was suspected, but there was no replacement available. The procedure was completed using a cold snare (manufacturer unknown). There were no patient complications reported as a result of this event. Following the procedure, the endostat foot switch was replaced and the endostat ii electrosurgical unit now works correctly.

Manufacturer narrative:
Although the exact patient age is unknown, the patient is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).